Event description:
It was reported that the patient experienced ineffective therapy/coverage due to high impedances on the lead. Reprogramming was unable to achieve adequate therapy. As such, surgical intervention may take place at a later date to address the issue.